Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyboard was not responding. The field service engineer (fse) noted that the customer reported intermittent keyboard functionality, with recovery occurring after moving the keyboard universal serial bus cable. The fse used the hardware test application (hta) but was unable to duplicate the reported issue. The fse moved the keyboard universal serial bus (usb) connection to an alternate usb port. The customer was advised to monitor the keyboard for any further issues. A proactive inspection was completed, and no repair was required at that time. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, keyboard of the pyxis was not responding. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.